Event description:
Related manufacturer reference #: 1627487-2019-09275.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-09275. It was reported the patient underwent surgical intervention where the scs system was removed on (B)(6) 2013 due to a blood vessel rupture.